Manufacturer narrative:
(B)(4). Damaged one piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used? Gall bladder. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. During which stroke did the event occur? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Gall bladder disease. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? Five plus. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis results found the instrument was received with no visual non-conformances. The device was loaded with an unfired reload. Upon further inspection of the reload, the one-piece sled was found damaged in the area that interacts with the knife making the reload non functional. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It could not be determined what may have caused the found condition of the sled. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device would not fire. Another device was used to complete the case. There was no adverse consequence to the patient.